Manufacturer narrative:
Adverse event, required intervention to prevent permanent impairment damage. Report source: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump over infused morphine medication, which led to a narcan injection.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. No root cause could be determined as the complaint could not be confirmed.